Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-18230. It was reported the patient experienced ineffective therapy. X-ray confirmed lead migration. As a result, surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of lead migration was not confirmed. This issue cannot be confirmed with product analysis. Visual inspection of the lead did not identify any anomalies. The lead was tested and passed all testing.